Event description:
The customer reported the system was not saving pt images. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site investigation. The workstation software was reloaded. System is now saving images and operates as intended.